Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. The contact stated that the pump was unresponsive, the screen did not illuminate when the wake button was pressed, and the led light around the wake button was not flashing. The customer was able to turn the pump back on by plugging the pump into a power source. When the pump was awakened, it was reported that the pump emitted a constant beeping tone and the touch screen was unresponsive and no longer functional. The customer's blood glucose level was 207 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.